Manufacturer narrative:
While it is unk if the impression material used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a pt developed sores in their mouth after having an impression recorded with genie impression material. There is no indication that medical intervention was necessary as a result.